Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the wrist of the prograsp forceps instrument was observed to be out from the shaft. The instrument was not used on the patient. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube was broken at the connection with the clevis. The clevis was dislodged as a result, and the main tube was missing material as a result of the damage. The size of the broken fragment could not be measured because it was covered by the clevis. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were approximately .059 - .293 in length and not axially aligned with the tube. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.